Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (discharge profile fault, charge profile fault, 102 service code) was confirmed. Upon investigation the monitor did not pass incoming testing. The cause for the failure was isolated to the c19, c21, c22 capacitor on the defibrillator pca. The traces and pads were damaged, causing the faults. The root cause for the defective c19 capacitor could not be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.